Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no information available about the customer¿s blood glucose level at the time of the incident. Technical support confirmed that the pump was within warranty, informed the customer about the necessity to replace the pump, and arranged for a replacement. The customer was instructed on storage mode for transport and asked to return the problematic pump using a pre-paid label and return box.